Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events from pfs: pelvic pain, abdominal pain, genital bleeding, psych injury, device migration. Outcome of pain, bleeding were updated. Reporter, patient demographics, essure indication, essure removal date and procedure were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable added/migration of essure device location of device: endometrial canal') in a 34-year-old female patient who had essure (batch no. (A36622,36622)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (sprintec), nsaids and paracetamol (acetaminophen). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal hemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. In (B)(6) 2013, the patient experienced psychological trauma ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital hemorrhage ("bleeding: gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, psychological trauma, vaginal hemorrhage, menorrhagia and anxiety outcome was unknown and the genital hemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, device expulsion, genital hemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration. Per medical record: surgical pathology report: cervix-scattered mild chronic inflammation, endometrium-early secretory pattern. Myometrium-no pathologic diagnosis. Vagina, anterior, biopsy: squamous papilloma. Essure insertion procedure: essure trailing coils were then counted, 8 on the right and -3 on the left. Essure removal detail: the vaginal procedure was then begun. The hysteroscope was introduced and the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable. The left tubal ostia was identifiable with 2 rings from the device visualized on inspection. Utilizing a grasper, the device was removed through the hysteroscope. Pre operative diagnosis: recent bilateral essure procedure with evidence of aborted right device in the endometrial cavity. Post operative diagnosis: dysfunctional uterine bleeding secondary to aborted essure device. Descripensy noted in date of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: right essure device appears to be located more centrally with extension of this device into the endometrial canal. Left essure device appears to be located predominantly within the left fallopian tube. Normal appearing uterus and bilateral ovaries. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, device partial expulsion and genital bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable added/migration of essure device location of device: endometrial canal') in a 34-year-old female patient who had essure (batch no. (A36622,36622)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included ethinylestradiol;norgestimate (sprintec), nsaids and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. In (B)(6) 2013, the patient experienced psychological trauma ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6)2013. At the time of the report, the device expulsion, psychological trauma, menorrhagia and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration. Per medical record: surgical pathology report: cervix-scattered mild chronic inflammation, endometrium-early secretory pattern. Myometrium-no pathologic diagnosis. Vagina, anterior, biopsy: squamous papilloma. Essure insertion procedure: essure trailing coils were then counted, 8 on the right and -3 on the left. Essure removal detail: the vaginal procedure was then begun. The hysteroscope was introduced and the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable. The left tubal ostia was identifiable with 2 rings from the device visualized on inspection. Utilizing a grasper, the device was removed through the hysteroscope. Pre operative diagnosis: recent bilateral essure procedure with evidence of aborted right device in the endometrial cavity. Post operative diagnosis: dysfunctional uterine bleeding secondary to aborted essure device. Descripensy noted in date of removal: (B)(6)2014 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina. On (B)(6)2013: right essure device appears to be located more centrally with extension of this device into the endometrial canal. Left essure device appears to be located predominantly within the left fallopian tube. Normal appearing uterus and bilateral ovaries.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, device partial expulsion and genital bleeding". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received. Outcome of previously added events abnormal bleeding(vaginal) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable added/migration of essure device location of device: endometrial canal') in a 34-year-old female patient who had essure (batch no. (A36622,36622)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Concomitant products included ethinylestradiol;norgestimate (sprintec), nsaids and paracetamol (acetaminophen). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. In (B)(6) 2013, the patient experienced psychological trauma ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, psychological trauma, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration. Per medical record: surgical pathology report: cervix-scattered mild chronic inflammation, endometrium-early secretory pattern. Myometrium-no pathologic diagnosis. Vagina, anterior, biopsy: squamous papilloma. Essure insertion procedure: essure trailing coils were then counted, 8 on the right and -3 on the left. Essure removal detail: the vaginal procedure was then begun. The hysteroscope was introduced and the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable. The left tubal ostia was identifiable with 2 rings from the device visualized on inspection. Utilizing a grasper, the device was removed through the hysteroscope. Pre operative diagnosis: recent bilateral essure procedure with evidence of aborted right device in the endometrial cavity. Post operative diagnosis: dysfunctional uterine bleeding secondary to aborted essure device. Descripensy noted in date of removal: 29-sep-2014 . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: right essure device appears to be located more centrally with extension of this device into the endometrial canal. Left essure device appears to be located predominantly within the left fallopian tube. Normal appearing uterus and bilateral ovaries. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, device partial expulsion and genital bleeding." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: pfs received: new event patient did not undergo essure confirmation test was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable added/migration of essure device location of device: endometrial canal') in a 34-year-old female patient who had essure (batch no. A36622-inv,36622-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (sprintec), nsaids and paracetamol (acetaminophen). In (B)(6)2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. In (B)(6)2013, the patient experienced psychological trauma ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6)2013. At the time of the report, the device expulsion, psychological trauma, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration. Per medical record: surgical pathology report: cervix-scattered mild chronic inflammation, endometrium-early secretory pattern. Myometrium-no pathologic diagnosis. Vagina, anterior, biopsy: squamous papilloma. Essure insertion procedure: essure trailing coils were then counted, 8 on the right and -3 on the left. Essure removal detail: the vaginal procedure was then begun. The hysteroscope was introduced and the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable. The left tubal ostia was identifiable with 2 rings from the device visualized on inspection. Utilizing a grasper, the device was removed through the hysteroscope. Pre operative diagnosis: recent bilateral essure procedure with evidence of aborted right device in the endometrial cavity. Post operative diagnosis: dysfunctional uterine bleeding secondary to aborted essure device. Descripensy noted in date of removal: (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2013: right essure device appears to be located more centrally with extension of this device into the endometrial canal. Left essure device appears to be located predominantly within the left fallopian tube. Normal appearing uterus and bilateral ovaries.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, device partial expulsion and genital bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable added/migration of essure device location of device: endometrial canal') in a 34-year-old female patient who had essure (batch no. A36622(right), 36622(left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;norgestimate (sprintec), nsaids and paracetamol (acetaminophen). In (B)(6)2013, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. In (B)(6)2013, the patient experienced psychological trauma ("psych injury/depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6)2013. At the time of the report, the device expulsion, psychological trauma, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration. Per medical record: surgical pathology report: cervix-scattered mild chronic inflammation, endometrium-early secretory pattern. Myometrium-no pathologic diagnosis. Vagina, anterior, biopsy: squamous papilloma. Essure insertion procedure: essure trailing coils were then counted, 8 on the right and -3 on the left. Essure removal detail: the vaginal procedure was then begun. The hysteroscope was introduced and the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable. The left tubal ostia was identifiable with 2 rings from the device visualized on inspection. Utilizing a grasper, the device was removed through the hysteroscope. Pre operative diagnosis: recent bilateral essure procedure with evidence of aborted right device in the endometrial cavity. Post operative diagnosis: dysfunctional uterine bleeding secondary to aborted essure device. Descripensy noted in date of removal: (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2013: right essure device appears to be located more centrally with extension of this device into the endometrial canal. Left essure device appears to be located predominantly within the left fallopian tube. Normal appearing uterus and bilateral ovaries.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, device partial expulsion and genital bleeding". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received: new events were added: abnormal bleeding(vaginal), menorrhagia and mental anguish. Event onset date, concomitant drugs were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable added') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration. Per medical record: surgical pathology report: cervix-scattered mild chronic inflammation, endometrium-early secretory pattern. Myometrium-no pathologic diagnosis. Vagina, anterior, biopsy: squamous papilloma. Essure insertion procedure: essure trailing coils were then counted, 8 on the right and -3 on the left. Essure removal detail: the vaginal procedure was then begun. The hysteroscope was introduced and the device was noted in the endometrial cavity with the remainder of the endometrium appearing unremarkable. The left tubal ostia was identifiable with 2 rings from the device visualized on inspection. Utilizing a grasper, the device was removed through the hysteroscope. Pre operative diagnosis: recent bilateral essure procedure with evidence of aborted right device in the endometrial cavity. Post operative diagnosis: dysfunctional uterine bleeding secondary to aborted essure device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: right essure device appears to be located more centrally with extension of this device into the endometrial canal. Left essure device appears to be located predominantly within the left fallopian tube. Normal appearing uterus and bilateral ovaries.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, device partial expulsion and genital bleeding". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. This case is medically confirmed. Event" migration was updated to expulsion. Patient demographic, lab data and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.